Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not delivering insulin correctly. Blood glucose was 200 mg/dl,217 mg/dl and treated with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was performing high pressure test and software error was found. Customer was able to successfully clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08700 inches. No unexpected pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm and due to a software error.